Event description:
The harmonic focus handpiece was being used and it wouldn't work properly. The display kept faulting to "pressure on blade" even when there was no tissue in blade. Ethicon rep was present in the room during the case and was made aware.